Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Event description:
It was reported that the customer was trying to bolus and received a motor error alarm on the insulin pump. Customer's blood glucose level was 217 mg/dl. Customer will do a syringe and insulin. Customer stated that his blood glucose level was high because he had not bolused yet. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.